Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown constructs: expedium/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility address: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united kingdom as follows: this report is being filed after the review of the following journal article: tsirikos, a.I. And mcmillan, t.e. (2022). All pedicle screw versus hybrid hook¿screw instrumentation in the treatment of thoracic adolescent idiopathic scoliosis (ais): a prospective comparative cohort study, healthcare, vol. 10 (8) pages 1-21, (united kingdom). The aim of this prospective cohort study was to assess clinical and radiological results of patients with thoracic ais treated by a hybrid pedicle¿hook¿screw technique (hs) compared to segmental all-screw instrumentation (as). Additionally, they compared patient reported outcomes and implant costs between these techniques. Between january 2011 and december 2012, a total of 160 patients (two different chronological periods [hs (hybrid hook¿screw technique) group: 18 males and 62 females, as (all-screw technique) group (9 males and 71 females)] with female predominance of 83% of the whole group with no mean age. The hybrid pedicle¿hook¿screw technique (hs) was treated with a combination of pedicle hooks proximally and monoaxial pedicle screws distally using the universal spine system (uss ii, depuy/synthes spine, raynham, ma, USA) while the as (all-screw technique) group was treated with monoaxial screws (favoured angle screws) and titanium rods (expedium 5.5 system; depuy/synthes spine, raynham, ma, USA). The median clinical follow-up period was 4.2 years; range: 2.5¿6 years. The following complications were reported as follows: hs (hybrid hook¿screw technique) group: 3 cases of superficial wound infection. 4 patients had proximal junctional kyphosis. As (all-screw technique) group: 3 cases of superficial wound infection. 5 patients had proximal junctional kyphosis. The superficial wound infection resolved with dressing care and oral antibiotics. No patient required surgical debridement. Pjk remained stable and all patients were asymptomatic with no need to extend the construct/fusion. This report involves one unk - constructs: expedium. This is report 1 of 1 for (B)(4).